Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leak at tubing. The set was in use for 2 days. Blood glucose levels were 260 mg/dl at the time of event. The patient addressed high blood glucose by manual injections. No further information available.